Event description:
It was reported that non-sustained right ventricular oversensing (nsrvo) episodes due to noise were noted on the right ventricular (rv) lead. No changes or intervention was performed. The patient condition was stable.

Event description:
New information received indicated that a re-occurrence of noise oversensing was noted on the rv lead. No intervention was performed, and the patient will continue to be monitored. There were no patient consequences reported.